Event description:
Patient was admitted to hospital for removal and replacement of right breast implant secondary to rupture of implant. Patient authorized hospital to dispose of surgically removed right breast implant which was done.